Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the capacitor being defective. Additional malfunction was leaking at the hose clamps.